Event description:
Complainant alleged that during in-service training of the device by a zoll representative, the device returned a "no treatment advised" determination for a ventricular-fibrillation signal from a simulator. The complainant indicated that there was no pt involvement in the reported malfunction.